Manufacturer narrative:
A ge service representative performed an on site investigation. The gib, ffb boards and the cpu and hard drive and the software upgrade were installed during the service calls. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the 9800 system workstation would not boot up prior to a case. No pt injury was reported.